Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The cds was advanced into the patient anatomy and the clip grasped the leaflets. An attempt was made to deploy the clip; however, the clip would not detach from the delivery system. The actuator knob was retracted, and the knob assembly detached, leaving the mandrel in place. Hemostats were used to turn the mandrel and the clip deployed. Mr was reduced to grade 1. Post procedure, the patient was doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported actuator knob separation cannot be determined. The reported difficult clip deployment is the result of the actuator knob issue. There is no indication of a product issue with respect to manufacture, design, or labeling.d10, h3: device not available for evaluation.

Manufacturer narrative:
The device was returned for analysis and investigated. The reported material separation of the actuator knob could not be confirmed, as the actuator knob was present and attached to the device. The discrepancy between what was reported (actuator knob detached) and what was observed (actuator knob attached) may possibly be due to reattachment of the actuator knob prior to return, which was confirmed by the site. The reported difficult clip deployment could not be tested as the clip was not returned. Additionally, it was observed that the crimper was loose, l-lock tab had scratches and the actuator mandrel was bent. A conclusive cause for the reported difficult clip deployment and actuator knob separation cannot be determined. The observed loose release crimper is the result of additional torque put on the crimping cam in order to unthread the clip from the cds. The observed l-lock tab scratches and bent actuator mandrel are the result of the troubleshooting efforts to deploy the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.d10, h3: device available for evaluation h6: method code 4117 - removed.